Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the balloon had a hole. The obturator, valve seal and doors appeared intact. The insufflation bulb was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal hernioplasty, while the surgeon was trying to use the balloon to create the pre-peritoneal space, the balloon did not inflate. They opened a new device resolve the issue in order to complete the case. There was no patient injury.